Manufacturer narrative:
An investigation has been initiated. When additional information is available, it will be provided in a supplemental MDR. Method, result and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that "tip of draw rod broke during screw insertion."